Event description:
The customer reported that the monitor on the 7700 system will intermittently fail. No pt injury was reported.

Manufacturer narrative:
The manufacturer's service representative performed an on site investigation. The service representative replaced the converter. The system was tested and is operating as intended.